Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote monitor report was submitted and the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's device had exhausted all therapies during a ventricular tachycardia (vt) episode and the device was unable to convert the arrhythmia. The arrhythmia did eventually terminate and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.